Event description:
It was reported that the left side foot pedal switch for vertical travel was sticking intermittently. No injury reported. A field engineer was dispatched to the site and determined the foot pedal needed to be replaced. Once this was completed the system was working as intended.